Event description:
Tooth h11 extracted, and placed alloderm min/ dom mix, from life net.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.